Event description:
Pt reported shortness of breath and right shoulder pain after dialysis. CT scan showed air in right atrium and in multiple large vessels. Nurse reported air in blood alarm approximately 5 minutes from end of treatment but considered this a nuisance alarm as there was no air visible below the venous clamp. There was foam in the arterial drip chamber. The treatment was terminated and the blood in the circuit was not returned to the pt. Nurse felt the pt's symptoms were caused by their anemic condition (hct 25%) and loss of blood. As a precaution, hospital requested machine be checked out. Also, catheter was replaced. Pt was discharged to home.